Manufacturer narrative:
Implant regio 34 fractured. Construction was a low jaw hybrid prosthesis placed on 4 implants. Patient suffered from periimplantitis following bone loss an implant instability. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.